Event description:
It was reported to philips that the system did not have enough disk space to perform 3d cerebral angiographies. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency neurovascular treatment procedure was performed when the issue happened. The procedure was completed after restarting the system. The philips field service engineer (fse) visited onsite and confirmed reported problem. Upon troubleshooting, fse found insufficient space on the workstation. To resolve the issue, fse installed a prototype butterfly at iws and ups systems were added to prevent power outage damage and workstation software reloaded due to sql database error. After some repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete after restarting the system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.